Event description:
The pt used the suspect device to check blood glucose level. The pt obtained a result of 203mg/dl. The pt then took meds. About forty-five minutes later, the pt passed out. Emt's took the pt to the hosp where blood glucose level was 48mg/dl.